Event description:
Information was received from a consumer and a healthcare provider (hcp) regarding a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported the patient had poor communication with or without the antenna attached, the patient's symptoms had gotten worse and were no longer 50% reduced, as they had previously been 50% reduced. The caller noted the patient was thin, the implantable neurostimulator (ins) moved around a lot in their buttock, they could feel it move and it hurt when they sit. It had been this way since implant. The hcp later reported they had spoken to the patient, who stated the problem began two weeks ago and they had not notified the office. The issue was noted to be in the process of being resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.